Event description:
A malfunction on the pump was reported. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller with resetting the pump, and the customer was able to continue using it. The malfunction code did not recur after the reset, and the caller was advised to contact technical support if the issue happened again. The caller acknowledged and understood the instructions.